Event description:
It has been reported to philips that, system would not make fluoro. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not make fluro. Upon functional testing fse found issue with internal ippc connection. The fse reset the internal ippc connection. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.